Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was air leakage due to a crack on the light guide connector, causing a loss in water-tightness. Upon further inspection, noise was observed on the image due to a scratch on electrical contact of video plug section causing a no image to display. Additionally, noise was observed on the image due to damage on the charge-coupled device unit. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the video connector on the side had a crack due to a handling problem. Also, the video connector case had a crack due to a handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: video connector, video connector case, bending section cover, lock engagement lever, the grip, right-left plate, up-down plate, control unit, angulation lever and on the light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope had an air leak from the light guide connector. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was noise and no display on the image which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Event description:
Additional information receive from the customer: the event occurred before the procedure. The procedure was a margen's malignant tumor resection. There was no procedural delay. The procedure was completed with the same/similar product.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed image noise and temporary loss of image could not be determined, however, the issues were likely the result of scratches on the electrical contact of the video connector and damaged charged-coupled device (ccd) due to repetitive use stress, external factors or handling may have caused component failure(s) on the electrical circuit board. Olympus will continue to monitor field performance for this device.